Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that emerald syringe 5ml 24x1 an dosage marks were not visible. This occurred on 100 occasions before use. The following information was provided by the initial reporter: there is defect in thermoplastic elastomer stopped and dosage marks are not visible on barrel.

Event description:
It was reported that emerald syringe 5ml 24x1 an dosage marks were not visible. This occurred on 100 occasions before use. The following information was provided by the initial reporter: there is defect in thermoplastic elastomer stopped and dosage marks are not visible on barrel.

Manufacturer narrative:
H.6. Investigation: DHR could not be reviewed as there is no lot number reported for this complaint. No sample was received but a photo was. The investigating team reviewed the photograph of emerald 5ml and found 5ml final dial barrel holder cavities design can get modified which may be the probable root cause as a defect. The root cause could not be confirmed due to lack of lot number and no sample available to simulate the reported defect.